Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial lead had become dislodged and was exhibiting high capture thresholds. The patient was stable. No further information was available.

Event description:
New information received notes that the patient underwent a procedure for a lead repositioning on (B)(6) 2018 and the patient was stable throughout.